Event description:
It was reported that the patient sent a remote transmission of a non-sustained vt episode. Review of the egms revealed atrial undersensing due to atrial nodal re-entrant tachycardia. Programming changes were recommended. No further information is available.